Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a reservoir leak and the transfer needle was off to the side. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. A visual inspection test was performed appendix d and found transfer guard¿s needle was not centered. Transfer guard needle was found not parallel to transfer guards body axis. Also performed pre-fill reservoir test, using a new lab reservoir and found transfer guard no leakage anomaly during filling; per (B)(4). Conclusion: transfer guard passed per inspection no leakage anomaly was found during test but failed per visual inspection due to found transfer guard¿s needle was not centered (transfer guard needles which is only used to fill the reservoir with insulin from the bottle and is not used as part of any delivery of insulin to the patient). Evaluated 1 open/used reservoir. A visual inspection test was performed appendix d and found transfer guard¿s needle was not centered. Transfer guard needle was found not parallel to transfer guards body axis. Also performed pre-fill reservoir test, using a new lab reservoir and found transfer guard no leakage anomaly during filling; per (B)(4). Conclusion: transfer guard passed per inspection no leakage anomaly was found during test but failed per visual inspection due to found transfer guard¿s needle was not centered (transfer guard needles which is only used to fill the reservoir with insulin from the bottle and is not used as part of any delivery of insulin to the patient). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.